Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement of the system was partially available. Review of the system log file showed that the enmv at startup high errors. To resolve the reported issue the fse reset and cleaned the geo module which was temporarily solved the issue. Five weeks later, however, the system was reported to be geometry movement automatically rotating error and after reset all connections of geo ipc the issue was not reported again, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that geometry movement on the allura xper fd10 system was partially available. No harm has been reported.